Event description:
The patient presented with impeded leaflets of the sjm valve. The valve was explanted and replaced with another sjm masters series valve. A pathological examination conducted by the hospital determined there was thrombus present on the explanted valve. The patient was reported to be recovering and in good condition.